Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unknown date in (B)(6) 2014, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) gd895250 and gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by not feeling well, fever, and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, the patient started treatment with unspecified antibiotics for peritonitis. It was unknown if the treatment therapy was started before the sample was taken. On an unknown date, while hospitalized, pd therapy was discontinued due to peritonitis and hemodialysis was started. Twelve days after the hospitalization, the patient was discharged. The patient was recovering from peritonitis. No additional information is available. This is report 2 of 4.